Event description:
Device malfunction: inaccurate stent placement. Time of device malfunction: during deployment. Symptoms/ae: transient ischemic attack. Type of symptoms/ae: after procedure, same day. It was reported that during a stenting procedure in the right internal carotid artery, the viatrac balloon dilatation catheter was unable to cross the heavily calcified target lesion. Three non-abbott devices were used to pre-dilate the lesion. During stent deployment, the xact stent moved forward and required a second xact stent to cover the entire proximal portion of the lesion. The pt experienced a transient ischemic attack and was unresponsive for 1.5 hours; however, the symptoms resolved within 24 hours. CT scans done on the same day and one day post procedure were both negative. The neurologist diagnosed the incident as basilar tia possibly secondary to embolus. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). The stent remains in the pt. The lot number was provided. Review of the device lot history is forthcoming. A follow-up report will be submitted with all additional relevant info.